Manufacturer narrative:
H3: evaluation of the vavle in co's laboratory revealed calcification with in each cusp which resulted in stenosis of the effective orifice area. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the effective calcification within the belly, aortic wall and free margin of each cusp. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6 = 86 = x-ray analysis.

Event description:
This event was reported as calcification, fibrous tissue & structual dysfunction. No further info provided.